Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6).

Event description:
A physician reported that during a biometric diagnostic exam the biometry readings were incorrect. The incorrect readings did not result in the wrong power intraocular lens being implanted. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 12, 2009. Based on qa assessment, the product met specifications at the time of release. The probe was examined and the reported event was replicated. The probe was confirmed non-conforming and was subsequently replaced. The system was examined after the replacement and was found to meet specification. The probe was manufactured on february 12, 2009. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to a non-conforming biometry probe w/applicator. However, how that biometry probe w/applicator became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).